Event description:
Additional information was received indicating the observed noise was oversensed and inhibited pacing. The lower rate limit was decreased to reduce pacing and the muscle stimulation. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements and increased threshold measurements. Noise was also observed which resulted in numerous stored episodes. The patient rarely paces and was asymptomatic. The outputs were increased due to the higher thresholds. After the outputs were increased the patient experienced muscle stimulation. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.